Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for radicular pain syndrome (radiculopathies). The patient reported that when they bend over lately, they get a shock in the right side of their chest. The patient stated that they know sometimes when they bend over, they feel stimulation differently. However, the shocking is new within the last past 6 months. The patient stated that they had a fall in march, where they tripped and fell on their right side. They added that they had another fall in may. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said she was not able to reach her hcp. The patient recently started seeing an eri message. The patient mentioned no dissatisfaction with battery life and they reviewed how to clear the eri message. Hcp listings were sent to the patient. The patient called back and said that she hasn't received the hcp listings email yet. The patient verified that she got the email and that it was hiding in her junk folder. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.